Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone16.2. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that the pod starting beeping the hazard alarm to decative the pod while they were in the pool. The patient mentioned when the alarm was going off, they noticed the inside the pump had a rusty orange brown color. The pod was worn between 36 and 48 hours. No impact to the patient's glucose level was reported. No medical assistance was required.